Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient reported that the peritonitis was caused by the hernias creating a ¿tear¿ in the patient¿s abdomen. This reported cause could not be medically confirmed. Two days after onset, the patient was hospitalized for the peritonitis event. The patient was treated with intravenous vancomycin (dose, frequency and duration not reported) for the peritonitis event while hospitalized. The patient was discharged from the hospital three days after admission and treatment was altered to intraperitoneal vancomycin (duration-nine days, dose and frequency not reported). At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was complete. Dianeal therapy was suspended and the patient was performing hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.